Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/21/2014 with the following findings: review of the black box data revealed two ¿empty cartridge¿ warnings; one on (B)(4), 2013 and one on (B)(4), 2013. There was no activity outside normal use in the black box data. On investigation, empty cartridge was simulated and the pump gave the appropriate alert at the correct time and at the proper alert threshold. The pump was found to be operating within required specifications without malfunction.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump experienced continual alarm for empty cartridge although the cartridge was full and prime process had been performed properly. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged remaining insulin issue was not resolved with troubleshooting.